Event description:
It was reported that the patient was dissatisfied as the cylinder of this inflatable penile prosthesis was not reaching through the entirety of the glans. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported event could not be confirmed. Based on the analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation as incorrect size of the device may have caused the reported event.